Manufacturer narrative:
H6: investigation summary it was reported the black rubber stopper was wrongly assembled. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe next to a packaging blister with a rolled stopper. No other defects or imperfections were observed. This defect could occur if there was a misalignment of the cup holding the stopper. A device history record review was completed for provided material number 309653, lot 1112019. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The photo will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the stopper was deformed. There was no report of patient impact. The following information was provided by the initial reporter: on 04-mar-2023 during kitting manufacturing of batch, one 50 ml syringe was found to be defective (defective plunger ¿ black rubber wrongly assembled). The defective piece was found prior to be used for any manufacturing and there was no product impact. Refer picture attached to email. A root cause within novartis can be nearly be excluded. We kindly ask you to investigate the root cause and send your investigation report.